Event description:
Philips received a complaint from the customer on the v60 indicating that the display screen was blank when the device powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly or the nec display and provided the customer with the part numbers and prices of the ui assembly and second-generation liquid crystal display (lcd) for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer confirmed the reported issue and ultimately ordered the replacement user interface assembly. Upon receiving the new parts, the customer performed the replacements, retested the device, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.